Event description:
This is filed to report a frayed lock line. It was reported that a patient presented with grade 3 functional mitral regurgitation (mr). During a mitraclip procedure, an xt was successfully implanted with no device issues. After the lock line was removed, one end appeared to be frayed in the middle (the lock line unraveled and divided in two). Despite observing the lock line deformation, the xt clip worked without any issues and the lock line was able to be removed. The mr was reduced to grade 1. There were no reported adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported material frayed on the lock line cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.